Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of abutment followed by blood and granulation tissue around the implant side. Revision surgery is planned: however, it is unknown if this has already occurred. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4)